Manufacturer narrative:
One tactisys quartz ablation system was received for evaluation. Visual inspection revealed the connectors, switches, and labels had no physical damage. Normal wear and tear was observed on the exterior enclosure. The returned tactisys quartz was powered on and successfully communicated. Testing revealed that fiso on channel 1 had an intermittent connection. Optical inspection showed debris in the optical socket of tacticath quartz catheter port 1 (lc/lc port) and the edge of the lc/lc was also chipped. The debris was cleaned using the ibc lc cleaner and normal contact force reading was restored. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The results concluded that the cause for the reported event was due to debris in optical socket of tacticath quartz catheter port 1 (lc/lc port).

Event description:
During a pulmonary vein isolation procedure, a two hour delay occurred when contact force issues occurred and the tactisys had to be replaced. When the catheter was connected, the reset button of the tactisys was red and the contact force was displayed in purple despite the ensite and tactisys units communicating properly. The catheter was replaced four times with no resolution. The issue was resolved when the tactisys was replaced. Due to the long duration of sedation, the patient had a fever and felt nauseous following the procedure. The patient recovered and was discharged.